Manufacturer narrative:
This report was found to be a duplicate of manufacturing report 2015691202312648.

Manufacturer narrative:
Investigation is ongoing device remains in patient.

Event description:
As reported, the transcatheter heart valve failed due to stenosis; regurgitation possibly due to patient not taking anticoagulation and a valve in valve procure was completed. Per additional information received via medical records, 4.5yrs post implant, the patient had high gradients that was indicative of severe stenosis and high peak velocities that would indicate moderate mitral stenosis. A transcatheter evaluation showed that all 3 leaflets of the mitral valve had motion restriction, with the posterior leaflet being frozen. A viv procedure was completed successfully